Event description:
The company representative reported via email that the customer's insulin pump had scratches on the screen that made it difficult to read. The customer's blood glucose was unknown. The customer explained that the threading of the battery casing was worn. The customer also mentioned that they did frequent battery changes and that their insulin pump was rejecting new batteries. The customer also stated that the insulin pump was slow to rewind. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.